Manufacturer narrative:
The test strips involved with this complaint have been returned and evaluated by lifescan product analysis on february 8, 2013 with the following findings: the test strips were tested and the primary complaint was not confirmed. However, a secondary issue was observed where error 4 was produced during a control solution test. The meter involved with this complaint has also been returned but not yet evaluated by lifescan product analysis. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted.

Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging control reading as blood. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4): the meter has passed testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.